Event description:
Customer reported a cracked and shattered touchscreen, rendering the pump's touchscreen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, and the customer expressed interest in obtaining an out-of-warranty loaner pump.